Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and needing assistance programing their pump. The customer's blood glucose level was 45mg/dl before lunch. The customer states they feel fine now. The customer was assisted with programing pump.